Event description:
It was reported that pump screen was dark and would not turn on, while red light continued to flash and pump continued to beep and vibrate at regular intervals. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump, provided instructions for storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.